Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to forces applied during the surgery. Further analysis of the lead revealed cuts in the insulation and deformations of the outer conductor coil which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted and replaced. The reason for explant was not provided. The event and explant dates provided do not make sense so they were left off of this report.